Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, a pericardial effusion was observed on tee requiring a pericardiocentesis. The patient remained stable throughout the procedure. During the procedure, right after an extra stiff wire was placed in the lv, an echocardiologist pointed out that the wire was entangled in a chordae tendinae. To search a position where the wire was stabilized, the wire was moved repeatedly back and forth in the lv. After performing bav, while positioning the sapien xt, the echocardiologist found a pericardial effusion. There was no expansion observed in the aortic root or around the sinus of valsalva (sov) due to the retained fluid. The retained fluid was observed around the circumference of the lv. The blood pressure (bp) remained stable in the 100¿s mmhg. Aortography was performed but the bleeding source could not be found. Since the bp remained in the 100¿s mmhg, a 23mm sapien xt was implanted with 2ml less than nominal volume. The bp remained stable post implantation. Protamine was given and two units of red cell concentrates were transfused. Pericardial drainage was performed and 210ml of arterial blood was drained over an hour and a half. While performing the drainage, the bp was maintained in the 90¿s mmhg and the patient was hemodynamically stable. Since the amount of bleeding was gradually decreasing, the drainage was finished and a drainage tube left in place. The patient was extubated on pod-2 and discharged on pod-9. In the physician¿s opinion, the aortogram did not show any leak of contrast solution and thoracotomy was not performed in this case. Therefore, the bleeding source could not be determined and the cause of the event could not be identified. However, given the bleeding volume, it might have been caused by oozing due to the wire handling in the lv.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic, it can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. In transapical patients, post operative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, the exact cause of the pericardial effusion observed after the bav cannot not be confirmed. However, it possible that repeated wire manipulation may have contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.